Manufacturer narrative:
(B)(4) undisclosed injury. Undisclosed injury occurred. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopically-assisted abdominal myomectomy to treat a fibroid uterus on (B)(6) 2007 and a morcellator was utilized. An undisclosed injury was reported. No additional information was provided.

Manufacturer narrative:
It was reported that in (B)(6) of 2015 the patient presented to the hospital with complaints of symptoms and was found to have multiple parasitic leiomyomas and has had numerous invasive testing and surgical procedures.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported that the patient had a CT scan on (B)(4) 2017 and an MRI on (B)(4) 2017 which was read as several soft tissue lesions in and about the rectus muscles most likely representing implanted morselized fibroids. It was also reported that the possibility of malignant tumors was to be considered. It was reported that on (B)(4) 2018, the patient advised the doctor that she desired surgical treatment due to a bulge and discomfort in the right lower abdomen. It was reported that the patient was to be scheduled for exploratory laparoscope, abdominal wall mass resection and possible oophorectomy.